Event description:
Pt went to dr for a chemo treatment approx 2 months earlier. They had vascular access port surgically implanted in right upper chest to receive the chemo this day. The nurse was unable to access the port - pt screamed with pain and told them there was something wrong. The dr checked the port, sent pt to x-ray. Two days later the surgeon removed the port. The port was broken in three places and was lacerated and bruised pt on the inside. Pt had been complaining of shoulder pain and much of the time, was unable to pick up phone in that hand.